Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed storage space and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. The field service engineer replaced the open sensor. After replacing the open sensor, the interface pcb (printed circuit board) still did not respond. However, replacing solenoids resolved the issue. Therefore, the original open sensor and interface pcb were reinstalled. The customer tested the setup and confirmed it was working correctly. The system functioned as intended after the field service engineer repaired the device.